Event description:
It was reported that during use on a mannequin, the autopulse platform displayed a fault 19 (max applied load exceeded) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/07/2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed no damages to the platform. A review of the archive was performed and the reported complaint of the autopulse displaying a fault 19 (max applied load exceeded) message was confirmed. The archive data shows that multiple fault 19 messages occurred on (B)(6) 2014. Functional testing was performed and the reported issue of a fault 19 could not be reproduced. The returned platform was tested with a manikin and a large resuscitation test fixture (lrtf) and the platform worked as expected. In summary, the reported complaint of the autopulse displaying a fault 19 (max applied load exceeded) message was confirmed based on the archive review. However, the fault could not be duplicated during testing of the platform. Upon completion of service, the platform passed all testing criteria.